Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct the bsc aware date. This supplemental report is being filed to correct the bsc aware date. This supplemental report is being filed to correct the initial reporter.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was part of system revision due to infection with sepsis. There were no additional adverse patient effects reported. The crt-d device was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct the bsc aware date. This supplemental report is being filed to correct the bsc aware date.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was part of system revision due to infection with sepsis. There were no additional adverse patient effects reported. The crt-d device was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct the bsc aware date.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was part of system revision due to infection with sepsis. There were no additional adverse patient effects reported. The crt-d device was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was part of system revision due to infection with sepsis. There were no additional adverse patient effects reported. The crt-d device was explanted.